Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files were provided for review. Case ID: (B)(6) was reviewed and confirmed the ¿system time out¿ error messages in the setup screens. The log files necessary to identify the error resulting in the ¿system time out¿ error messages were not provided (naviosystem.log and xsession.log). A possible contributing factor for the ¿system time out¿ error message when loading the bur in the setup screen could be due to an intermittent exposure motor issue or an obstruction of the drill attachment. Either an exposure motor issue or a drill attachment obstruction will prevent the drill¿s ability to move the carriage to the location needed when inserting the bur. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during set up for a cori-assisted tka surgery, the real intelligence cori console gave a drill unread error. Specifically, "system time out, robotic drill has been deactivated." They quit out then reentered the case to be met with the same error with this real intelligence robotic drill. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.